Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review cannot be performed because the system logs are not available at this time.

Event description:
It was reported that after a da vinci-assisted low anterior resection procedure, an abdominal surgical wound infection was identified 22 days post-operatively. The nurse observed redness, swelling, heat, and pain around the wound. The resident physician examined the wound, removed one stitch, and expressed a large amount of foul-smelling pus. A wound culture was taken, and instructions were given for wound packing and drainage care every 8 hours. Blood tests were scheduled, and a blood culture was performed. The next day, a drainage tube was placed in the left abdomen to drain an abdominal abscess. One week later, the left abdominal drainage tube (drainage fluid <2ml) was removed. The attending physician examined the subject and the abdominal wound, and it was noted that the subject could be discharged in 2-3 days with continued observation. One week later, the patient was in good spirits and with good energy. The wound in the right abdomen had healed without further pus formation, and there was no fever, so discharge was approved for the same day. There is no report that a da vinci device malfunctioned or caused or contributed to the event.